Event description:
A distributor contacted baxter (B)(4) regarding a misassembled minicap. The distributor stated the mini cap sponge came out of the mini cap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.